Manufacturer narrative:
Section h10: (h3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified: significant edge loading of the femoral head on the acetabular liner due to excessive acetabular cup inclination and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the monitoring reported due to early prosthesis wear is a combination of the risk factors specified.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this male patient had a left tha in 2017 with a 52 cup/32 liner implanted. This patient had his right tha in 2012 with a competitor stem and cup. One could argue also that the positions of the left hip are slightly better than the right. This patient is being followed for gxl wear/osteolysis. No devices to return.